Manufacturer narrative:
(B)(4). The complaint rt046 non-vented hospital full face mask is currently en-route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a distributor via a fisher & paykel healthcare (f&p) representative that the swivel connector elbow of a rt046 non-vented hospital full face mask was loose and fell off during mask fitting. No patient consequence was reported.

Manufacturer narrative:
Ps298709 method: the complaint rt046 non-vented hospital full face mask was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation, where the unit was visually inspected. Results: visual inspection of the returned complaint mask revealed that the elbow of the mask was separated from the retainer at the welding joint. Welding marks were found all around the retainer and elbow. In addition, the mask showed a delamination of one of the headgear straps. Conclusion: we were unable to determine the cause of the reported event that the swivel connector elbow fell off during mask fitting. All assembled rt046 non-vented hospital full face masks are 100% leak tested, and those that fail are rejected. In addition, a sampling for pull test is conducted. The subject full face mask would have met the required specifications at the time of production. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 non-vented hospital full face mask. It also states the following: - ensure adequate patient monitoring is in place. - verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. - the mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. - this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death. The rt046 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place.

Event description:
A healthcare facility in japan reported to a distributor via a fisher & paykel healthcare (f&p) representative that the swivel connector elbow of a rt046 non-vented hospital full face mask was loose and fell off during mask fitting. No patient consequence was reported.